Event description:
It was reported by repair work order that the fowler had unintended motion due to a loose footend cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.